Event description:
The manufacturer received information alleging a ventilator's lcd screen was defective. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the lcd screen was found to be blank. The device's lcd was replaced to address the issue.